Event description:
It was reported that after receiving two shocks the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) and this device was found to be in safety mode. Subsequently, this ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This ICD has not been returned for analysis.